Manufacturer narrative:
After further review of additional information received the following sections a2, a4,b3,b5,b7,g4,g7 and h2 have been updated accordingly. Secction b5: addendum for additional information obtained: additional information received per the patient profile form (ppf) states that approximately eight years and six months after implantation, the patient became aware that the filter had tilted, and that filter strut(s) had perforated outside the ivc. The patient further reported having experienced mental anguish and fear associated with the filter. According to the medical records the patient is reported to have had a history of bilateral hip replacements, cardiac stenting of the left circumflex artery, left carotid endarterectomy, morbid obesity, hyperlipidemia, aortic sclerosis, hypertension, rheumatoid arthritis, gastroesophageal reflux disease, prostate cancer, sleep apnea (treated with CPAP), transient ischemic attack (tia)/cerebrovascular accident (cva), colon polyps and left eye surgery (with artificial eye). The patient underwent a colonoscopy that revealed several polyps that were removed. The patient also underwent unipedicular kyphoplasty. The patient is reported to have had a history of recent spinal surgery with laminectomy and decompression for spinal stenosis and radiculopathy with the subsequent development of pulmonary embolism and right lower extremity dvt. The patient is reported to have had a contraindication to anticoagulation therapy. The indication for the filter placement was reported to be as prophylaxis against pulmonary embolism. The trapease vena cava filter was placed via the left common femoral vein in an infrarenal position. The patient is reported to have tolerated the procedural well and without complications. Approximately nine months after implantation the patient was admitted to hospital for an unspecified reason. The patient later underwent carotid ultrasound that revealed 0-19% rica stenosis and 20-39% lica stenosis. The patient underwent a myocardial perfusion/stress test for chest pain that revealed evidence for a small to moderate sized area of mild myocardial ischemia that extended from the apical to the mid lateral wall of the left ventricle. The patient underwent an echocardiogram that revealed a mildly enlarged aortic root, mild left atrial enlargement, concentric hypertrophy, pulmonary hypertension, mild to moderate aortic valve stenosis and mild tricuspid valve regurgitation. Two years post implantation the patient reported increased fatigue, dyspnea on exertion and chest discomfort over the last 3 months. At this time, the patient also reported that he would need his right hip removed (had been initially replaced in 2011). The patient underwent elective cardiac catheterization for unstable angina. This study revealed non-obstructive coronary artery disease and a normal left ventricular ejection fraction. The patient later underwent an abdominal CT scan that revealed that the filter had an 8° tilt. It was noted that the tilted was exaggerated by the patient¿s lumbar dextroscoliosis. The superior apex of the filter was located 5mm inferior to the right renal vein. The CT scan further revealed a 3mm cyst of the right kidney and aortic calcification without aneurysm. The patient underwent lumbar discectomy and laminectomy. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to tilt 8 degrees and perforate the vena cava. The patient reported becoming aware of filter tilt and perforation approximately eight years post implant. The patient also reported mental anguish and fear associated with the filter. According to the medical records the patient history is notable for bilateral hip replacement, stenting of the left circumflex artery, left carotid endarterectomy, morbid obesity, hyperlipidemia, aortic sclerosis, hypertension, rheumatoid arthritis, gastroesophageal reflux disease, prostate cancer, sleep apnea, transient ischemic attack (tia)/cerebrovascular accident (cva), colon polyps and left eye surgery (with artificial eye). The patient is reported to have had a history of recent spinal surgery with laminectomy and decompression for spinal stenosis and radiculopathy with the subsequent development of pulmonary embolism and right lower extremity deep vein thrombosis (dvt). The indication for the filter placement was reported to be as prophylaxis against pulmonary embolism. The trapease vena cava filter was placed via the left common femoral vein in an infrarenal position. The patient is reported to have tolerated the procedural well and without complications. Two years post implant the patient reported increased fatigue, dyspnea on exertion and chest discomfort over the last 3 months. The patient underwent a cardiac catheterization which revealed non-obstructive coronary artery disease and a normal left ventricular ejection fraction. The patient later underwent an abdominal CT scan that revealed that the filter had an 8° tilt. It was noted that the tilted was exaggerated by the patient¿s lumbar dextroscoliosis. The superior apex of the filter was located 5mm inferior to the right renal vein. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Anxiety, dyspnea and fatigue do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to tilt 8 degrees and perforate the vena cava. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter tilting 8 degrees and perforated the vena cava.